Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) was showing error messages.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), e1 event site email, g1 contact person mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, e1 initial reporter, e2, h6 health effect clinical code, medical device problem code, health effect impact codes. A getinge field service engineer (fse) was dispatched to evaluate the unit. After inspection confirmed fiber optic module was not engaging or reading any waves. Tagged unit out of service and gave customer quote for repair. Will return once part is in hand and po has been cleared. Tagged unit out of service and gave customer quote for repair. Will return once part is in hand and po has been cleared. Upon return visit, the fse replaced d fiber optic module. Unit was then able to complete and pass fiber optic test. Balloon pump was set to run for 1 hour successfully. Unit functioned with ECG simulator and was able to augmentate with multiple triggers set. Device passed all performance and safety tests according to factory specifications. The failure analysis and testing dept. Received part fiber optic assembly serial number (B)(6) with a reported unit failure of showing error messages while on a patient. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number fiber optic assembly serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the fiber optic assy to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Could not verify the complaint of the fiber optic assy showing error messages. The fat dept. Performed the fiber optic test with no trouble found. The fiber optic assy passed testing. Retaining the fiber optic assy in the fat dept. Per procedure number 0002-07-d008 rev.au.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) was showing error messages. There was patient involvement however, no harm and adverse event reported.